Event description:
It was reported that the core console display was not functioning properly prior to a procedure. A back up device was retrieved to complete the procedure, resulting in a delay of 30 minutes. The procedure was completed successfully with the back up device. There were no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the core console display was not functioning properly prior to a procedure. A back up device was retrieved to complete the procedure, resulting in a delay of 30 minutes. The procedure was completed successfully with the back up device. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Not yet received by manufacturer.

Manufacturer narrative:
The customer comment was confirmed. During evaluation by the electrical engineer it was found that the inverter (blacklight) wire harness had a terminal that was not fully inserted which caused the display to go black. The reported crackling noise was determined to be a normal sound that is made by the console during the relay check when the relays are tested at power up. The technician replaced the inverter (blacklight) wire harness as well as performed a clean, lube, and adjust. The console passed all testing before being returned to the customer.